Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found foreign material in the air/water cylinder, switch 2 didn't work, an air/water cylinder and suction cylinder with no color, a deformed scope cover and bending tube, a damaged plug unit and image guide protector, a corroded outside shield unit and scope connector cover unit due to water leakage, a cracked light guide lens, a peeled universal cord, a snaked connecting tube, and a cracked adhesive on the bending section cover. Additionally, the play of the upward/downward knob was out of the standard value due to the wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii colonovideoscope to olympus with no information. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.